Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report pericardiocentesis it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the mitraclip devices, it was noted the septal puncture was difficult because the needle was always tangential to the fossa ovalis. The steerable guide catheter (sgc) and clip delivery system (cds) were able to be inserted. However, the cds was unable to steer down to the valve and the sgc was very tangential to the fossa ovalis in the echo. It was then observed a pericardial effusion had occurred. The physician stated the effusion worsened after the puncture and was unsure if the sgc worsened the effusion. Therefore, the mitraclip devices were removed and pericardiocentesis was performed. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported positioning failure was due to patient anatomy. The cause of the reported pericardial effusion was unable to be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.